Manufacturer narrative:
Initial.

Event description:
It was reported that the cartridge would not fit into the ilet chamber during a supply change, which was attributed to the plunger protruding due to an overfilled cartridge; after air was removed to make the plunger flush, the cartridge seated normally, indicating a fitting problem involving the reservoir component. No adverse clinical signs, symptoms, or conditions reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed a mechanical problem characterized as a fitting issue at the reservoir component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.